Event description:
The complainant reported a patient needing an impella 5.0 device for mechanical circulatory support. The complainant reported that during impella placement, the patient experienced persistent bleeding requiring an infusion of multiple blood products to be administered. The patient was transferred to unit for exploration of the chest and a clean out. It was reported that upon opening the chest, two to three liters of blood and thrombus were observed. It was stated that a warm saline performed to manage the complication. It was stated that no bleeding from the heart was noted by the medical staff. However, it was stated that a sternum fraction was the potential cause of the bleed. It was reported that various areas around the sternum were cauterized, the fracture was wired in an effort to stabilize. The patient was successfully weaned from the impella and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.